Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience alpine device referenced in b5 is filed under a separate medwatch report number..

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending coronary artery that was moderately calcified and mildly tortuous. Post-deployment of the 3.0x28mm xience alpine stent, a long distal edge dissection was observed. A 3.0x15mm xience alpine stent was implanted to cover the dissection, but it also dissected. A 3.0x12mm xience alpine stent was then implanted to cover the dissection. There was no reported clinically significant delay in procedure. There was no adverse patient sequela. No additional information was provided.